Event description:
It was reported by a user facility in (B)(6) that four (4) patients sustained burns. One patient to the bikinki area, two patients to the chin area, and one patient to the upper lip area respectively following treatments with a lumenis lightsheer et laser.

Manufacturer narrative:
Lumenis investigated the reported event requesting patient information and photographs through the company's local representative. Treatment settings for all patients and photographs for two patients were received. A lumenis technical engineer performed complete system test of the subject device laser concluding the laser output energy was within required manufacturer specifications. Subject device malfunction is not the suspected cause of the events reported. Additionally the technical engineer noted the system was mishandled during shipping from one facility to another causing damage to the laser treatment head, the laser system enclosure and the umbilical cable. The technical engineer noted that in (B)(6) installation of laser systems by qualified technical personnel, a requirement of government regulations, had not been requested by the user facility for the subject device laser prior to use. The engineer noted the observed damage to the subject device could be related to the patients' reported sequela. A review of the reported treatment settings for the patients' by lumenis clinical personnel concluded miscalibration of the handpiece fluence, a result of physical damage to the subject device caused by mishandling, to be the cause of the events reported. The clinical staff stated a potential for permanent scarring exists if patients do not adhere to appropriate post-treatment care of the sequela. A report to the competent authority of the country where the events occurred was submitted.